Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 04.168.285s; lot: l939014; manufacturing site: (B)(4); release to warehouse date: 18.jun.2018; expiry date: 01.jun.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an osteosynthesis surgery for the right femoral neck fracture (ao classification: 31b1.2) with the femoral neck system (fns). After the surgery, on (B)(6) 2019 when the patient visited the doctor, the shortening of femoral neck and varus of femoral head was observed. The implant was about to cut-out. On (B)(6) 2019, the patient underwent a reoperation in which the devices were replaced with artificial bone head. The surgeon commented that the bolt was inserted from posterior to anterior when seen from lateral side and the bolt was a little short for the patient, which might be a cause of the event. No further information is available. This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.